Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address fall and loosening of the metaglene at cement to implant interface. It was also reported that patient likely broke 2 screws from the fall. Surgeon decided to revise patient shoulder and removed the glenospheres, the metaglene base plate, 4 screws, and the humeral cup. The glenoid was filled with bone graft and a delta cta head was implanted onto stem. Doi: (B)(6) 2012; dor: (B)(6) 2019; left shoulder.